Event description:
It was reported the patient presented for a routine device interrogation. During the interrogation, the device outputs were increased to perform testing. At this time, the device indicated it had reached the recommended replacement time (rrt). As the physician no longer trusted the device longevity, the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.